Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked blood from the heparin cap during use. The following information was provided by the initial reporter, translated from chinese: "when injecting the indwelling needle, blood was found at the interface of the heparin cap. No matter how tight it is, it still bleeds."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
1. Complaint description: leakage at prn connection. 2. DHR/bhr review: (1) the packaging batch number of the complained product is 2175601, is 24g and product code is 383712, assembled in the suzhou plant, then packaged and sterilized in the tuas plant in singapore; the related assembly batch number of the product is 2084050, were assembled in 2022/04, the batch of products totaling (B)(4) pieces; (2)inspection process and delivery test report, test results meet product standards, no abnormalities; (3)check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 3. The customer did not return any samples and photos. The specific leakage status cannot be confirmed; 4. Take the retained sample of this batch for 45psi system leakage test, and no abnormality was found. Test report refer to attachment 1. 5. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Possible cause analysis: according to customer feedback, there is a leakage at the connection of prn, it may be due to a problem with the prn that caused the leakage.the prn of this product is assembled at the tuas factory in singapore, and need tuas help to do the investigation. In summary, due to customer did not return any sample, cannot confirm the specific status of product leakage. According to customer feedback, there is a leakage at the connection of prn,it may be due to a problem with the prn that caused the leakage.the prn of this product is assembled at the tuas factory in singapore, and need tuas help to do the investigation.the factory will continue to monitor the trend of the defect complaint. Component investigation from tuas: other task title: co-investigation on leakage at luer connection. Other task description: perform DHR review. Investigation summary. DHR review: DHR for packaged needle (pn) was performed for batch 2175601 (catalog ns383712) the batch was built in jul 2022 with released quantity of (B)(4) units. No quality notification was raised on this batch related to loose prn. (B)(4) quality notifications raised in the past 12 months related to loose prn for pegasus. (B)(4) is the qn raised. DHR for assembled needle (an) was performed for batch 2175147 (catalog 8362729) the batch was built in jun 2022. There are no quality notifications raised for this batch related to loose prn for pegasus. Returned sample analysis: no photo was provided for this complaint. Investigation summary (tuas): there was no sample provided for this complaint. If there was a sample provided, the sample can be observed & investigated on the leakage area to determine its root cause. The complaint will be re-open when there is actual sample returned for investigation. The complaint trend will be tracked and monitored. H3 other text : see narrative.

Event description:
When injecting the indwelling needle, blood was found at the interface of the heparin cap. No matter how tight it is, it still bleeds.